Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 186 mg/dl. The customer does not recall any significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.